Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of the event. During the vascular diagnosis the issue occurred, and the procedure was completed as planned by restarting the system. The philips remote service engineer (rse) communicated with the customer and confirmed that the wired footswitch not working. A review of the system logfile showed multiple indications of foot switch malfunction. The fse visited onsite and upon functional testing, the fse confirmed that the foot switch was faulty. The defective foot switch was returned for analysis, and it confirmed cable damaged near rubber sleeve. To resolve the reported issue, the fse replaced the wired foot switch. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the azurion device recommends using a system restart if the device deviates from expected behavior. The azurion IFU states: if control of the system starts to deviate from its expected behavior, you should restart the system. There are two methods for restarting the system: ¿warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. ¿cold restart: use this method when you are trying to resolve a hardware-related issue with the system.¿ if a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's wired footswitch was not working, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.